Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 200 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 120 mg/dl.